Manufacturer narrative:
(B)(4). Concomitant medical products: ref 01.00214.152, lot 2403856, durom cup. Ref 01.00185.145, lot 2408138, metasul head adapter. Ref 01.00181.460, lot 2408358, metasul head. Ref 00784801200, lot 60870786, kinectiv neck. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00374. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified the following: the patient underwent initial hip arthroplasty. The patient was then revised due to metallosis. The necrotic tissue was excised and some of the titanium was stained. Scar and hypertrophic bone around the rim of the shell excised. Cup easily removed, partially ingrown, significant lysis behind the shell with large holes in the tear drop area. Stem well fixed despite some proximal lysis. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty. The patient was revised ten years post initial implantation due to metallosis. During the revision, the cup was easily removed due to osteolysis and partial ingrowth. The stem was found well-fixed despite some proximal lysis. No corrosion was noted. All components were replaced without complication.